Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The customer reports the display on the device is blank and does not show any information on the screen, and that has an abnormal smoke odor when turned on.